Manufacturer narrative:
The insulin pump was received with power error detected alarm due to j6 connector resistance issue. The insulin pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose value was 8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.